Event description:
Boston scientific received information that this clinic nurse contacted technical services in (B)(6) 2010 to report that this patient was exhibiting higher pacing thresholds in all of the leads. The lv pacing threshold was 3.5 volts at 2.0 ms. The lv pacing output was programmed to 4.0 at 2.0 ms. The monitoring voltage at the time of the call was 2.58 volts associated with a charge time of 11.8 seconds. The clinic nurse reported that this patient was admitted to the hospice unit. Technical services discussed the device remaining longevity and programming options. Subsequently, boston scientific received information that this patient's latitude monitoring system detected a red alert (v-tachy mode set to value other than monitor + therapy). The local representative and clinic nurse were notified. The clinic nurse was already aware that this patient was admitted to the hospice unit and the device's tachycardia mode was intentionally deactivated. Boston scientific received information that this patient had died in (B)(6) 2010 and the device was received at boston scientific's return products department in (B)(6) 2010. There were no allegations or complaints against the device's operation or functionality.

Manufacturer narrative:
Upon receipt at boston scientific's post market quality assurance laboratory, visual inspection found that the device was returned with the header missing (broken off the casing). There are tool marks and dents on the case. A review of the device memory noted no resets, errors, or fault codes. Recorded diagnostics show that the device was capable of delivering therapy until explant.